Event description:
It was reported that 2 bd maxzero¿ needleless connectors leaked from their cap site during use. The following information was provided by the initial reporter: "I became aware of a bd maxzero leak over the weekend on saturday in xxxxx 3f pediatrics... The bedside nurse noticed a patient's lines were leaking at the cap site. Upon changing the tubing on the red lumen and flushing, nursing noticed the cap was still leaking. Blood was stuck in the cap and leaking and a cap change performed on both lumens... - what is the patient outcome? Is there any adverse event to the patient? No harm to patient - any medical intervention performed to the patient? Cap change performed on both lumens for patient".

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that bd maxzero leak could not be verified due to the product not being returned for failure investigation. A device history record review for model mz1000-07 and lot number 23025042 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that 2 bd maxzero¿ needleless connectors leaked from their cap site during use. The following information was provided by the initial reporter: "I became aware of a bd maxzero leak over the weekend on saturday in xxxxx 3f pediatrics... The bedside nurse noticed a patient's lines were leaking at the cap site. Upon changing the tubing on the red lumen and flushing, nursing noticed the cap was still leaking. Blood was stuck in the cap and leaking and a cap change performed on both lumens... What is the patient outcome? Is there any adverse event to the patient? No harm to patient. Any medical intervention performed to the patient? Cap change performed on both lumens for patient."